Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation due to lead migration. As a result, the patient plans to undergo surgical intervention.

Event description:
It was reported that the patient's physician stated if the patient were to undergo a lead revision, the patient will be paralyzed in the arms. Therefore the patient has opted not to undergo further intervention.

Event description:
Follow-up revealed reprogramming was performed by a company representative but the outcome was overstimulation down the patient's arm. In turn, the patient will undergo x-rays for further evaluation.

Event description:
Follow-up revealed the patient has also received therapy in an unintended area. Also, x-rays and surgical intervention remain pending.